Event description:
It was reported that the implant disassembled during the procedure before being implanted. The implant was discarded and an alternate implant was used to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
The product was not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. The device history record (DHR) was reviewed. Non conformance report was initiated for incorrect label information concerning the sterilization method. The labels read 'sterilized by irradiation' instead of 'radiation sterilized', which presents no risk to the customer. The review of the DHR records revealed no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control it was reported that the implant disassembled during the procedure before being implanted. The complaint is non-verifiable for the reported retention feature failure. However, as this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for the retention feature failures typically are caused by the incorrect orientation of the implant assembly and the under tightening or overtightening of the inserter.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the implant disassembled during the procedure before being implanted. The implant was discarded and an alternate implant was used to complete the case. There were no reported patient impacts or surgical delays.